Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported he was admitted to the hospital due to experiencing a major heart attack and diabetic ketoacidosis. He began experiencing elevated blood glucose on (B)(6) 2017 at 7-8pm, 334 mg/dl. At 10pm his blood glucose measured hi (>600 mg/dl) and he experienced vomiting, extreme thirst, frequent urination, and heaviness in his chest. He bolused 24 units of insulin through the infusion device. The patient took nitroglycerin at an unknown time but this did not alleviate the symptoms. At 9:30am on (B)(6) 2017 his blood glucose measured hi and he was unable to self-treat his symptoms and his wife called an ambulance and administered another 24 units of insulin through the infusion device. The patient's blood glucose measured 753 mg/dl at the hospital. He was treated with an insulin IV and fluids. No further information was provided regarding the heart attack. Product was requested to be returned for evaluation.